Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently stated that surgical intervention had been taken.

Event description:
Further information was received that the patient underwent a lead revision surgery. During the surgery, it was found that the lead had a fracture and the tubing was found to be filled with blood. The device was reportedly discarded after surgery. No additional relevant information has been received to date.

Event description:
Report received that shortly after a patient's first vns implant, high impedance was observed. It was reported that a week after implant, the patient experienced a big fall. The physician speculated that this may have caused damage to the vns site. A week after this fall, the vns was interrogated. Impedance was found to be within normal limits, but it was on the "higher side" of normal impedance values. About a month later, the vns was again checked and high impedance was observed. About a week of this, the vns was interrogated. The first system diagnostic test taken showed normal impedance, but a second test showed high impedance. The or specialist who attended the implant verified that impedance readings were normal upon implant. A review of the lead device history record indicated that it had passed all quality inspections prior to release for distribution. X-rays of the patient's neck and chest were taken and reviewed by the manufacturer. The connector pin appeared to be fully inserted through the second connector block. The feedthru wires appeared intact. Strain relief was present but it was not performed exactly according to labeling. A gross lead fracture was not seen, but some of the lead could not be reviewed as it was routed behind the generator. A microfracture could not be ruled out based on the image. Surgical intervention has occurred to date and no additional relevant information has been received.